Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 16 atms on the second inflation. The lesion being treated was located in the average tortuous, mildly calcified and 90% stenotic mid left anterior descending artery (lad). The balloon was used once to predilate the lesion and once to post dilate a non-bsc stent. The device was removed from the pt intact. The procedure was successfully completed with a non-bsc device. Pt status is listed as "fine."

Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.